Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient recently started experiencing intermittency with the device. A CT scan is scheduled and re-implantation is being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Correction: the complaint was opened accidentally twice. The root cause investigation of the involved device will be followed up under MFR report number 9710014-2016-00526 and the complaint with the MFR report number 9710014-2016-00364 will be cancelled.

Event description:
The patient started experiencing intermittency with the device. This device was manufactured by (B)(4). Vibrant med-el took over the (B)(4) as such vibrant med-el feels responsible to follow-up on product problems with (B)(4) produced devices.